Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl). Reportedly, customer was riding their bike when they experienced their low bg level and subsequently fell off of their bike. Contact and customer reported that the low bg level was due to exercise. Customer was taken to the emergency room where they received stitches. It was reported that the customer's bg levels had already been treated prior to the ER visit; however, no specific treatment was provided. Customer was released from the ER on the same day.